Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-539a-1314: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 41:20 minutes, fiber "broken" was observed. The procedure was completed with a second fiber @ 382,593 joules of use and 49:56 minutes. The fiber tip (cap) was cleaned during the procedure. There was "no injury to patient" reported.